Event description:
An alydia healthemployee was discussing the jada device with an unnamed health care provider (hcp). This hcp reported a case from their site. The only details know at this time are that the jada "didn't work" and it "sounds like a large clot was evacuated after they discontinued jada." Despite several attempts, there is no additional information from this site, including no response regarding retention of the device, if a lot number was recorded or any additional information regarding this case. A good faith effort has been made to obtain this information. A jada device was inserted to stop postpartum bleeding and reported as "didn't work." There is a report of a large clot being evacuated after they discontinued the jada device. There is no additional information for this case. We are reporting this as a MDR in an abundance of caution.

Manufacturer narrative:
Based on the overall information currently available for this report, a possible contributing or causal role of the jada system to the reported occurence (""didn't work"") cannot be excluded. The limited information provided precludes a complete and menaingful assessment. This report will be amended as appropriate if additional information is received. Per the jada system IFU, "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding.", "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." And "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." Out of an abundance of caution, the company will report this case as a serious injury MDR.